Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 254 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons does not work. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test and selftest. No button error alarms noted during testing. Intermittent button response on the esc button due to corroded keypad traces.